Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a bipap device's sound abatement foam alleging visualization of particles in the device. The patient is not returning the device. The device is still in patient use. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.